Manufacturer narrative:
The explanted ipg was not returned to bsn. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg migrated and the pocket site was painful. The pocket looked like there's a bruise or some discoloration and superficial. It was noted that the skin was starting to break. The patient's shocking pain happens whether stimulation was on or off but the stimulation makes the pain better. The patient underwent a revision procedure wherein the ipg was relocated and replaced per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the pocket pain was described as shocking pain. The physician believed that the battery had moved two inches lower and this was why the patient had some bruise and discoloration around the ipg site, and the skin was starting to break to where it had moved.

Event description:
A report was received that the patient's ipg migrated and the pocket site was painful. The pocket looked like there's a bruise or some discoloration and superficial. It was noted that the skin was starting to break. The patient's shocking pain happens whether stimulation was on or off but the stimulation makes the pain better. The patient underwent a revision procedure wherein the ipg was relocated and replaced per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively.